Event description:
The facility surgical assistant reported the vacuum was low during surgery. The system was switched out, but the surgeon was still not satisfied with the vacuum. After the system was switched out, when the cassette was removed, a system message displayed. The surgeon was not able to reach the maximum vacuum that he needed for the dense cataract. The surgeon did state the occlusion bell sounded during the case. The case took an hour, which had been planned as a 15 minute case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The solenoid spacers were replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The solenoid spacers have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).